Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error on the insulin pump. The customer blood glucose level was 180 mg/dl. Troubleshooting was performed, and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional testing and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at a display window corner, a cracked reservoir tube and a missing end cap sticker.